Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device experienced repeated unexpected reboots, and upon coming back online, displayed an "ac power failed" error before shutting down again. A field service engineer (fse) removed the back panel and identified that the full-height drawer 5 was preventing the station from powering on. The fse then replaced the drawer board controller. The station did not allow fse to login, so the customer logged in and tested full-height drawer 5 functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rebooted automatically multiple times. When the station came back online, it displayed an ac power failed error and then shut down again. However, there were no delays or adverse events or injuries reported based on this event.